Event description:
Event description guidant received information that during the implantable cardioverter defibrillator (ICD) implant, the patient's lung collapsed. The ICD was implanted on the left side.